Event description:
Philips identified a potential security concern internally in the IntelliSpace Cardiovascular (ISCV) product that related to limiting the number of concurrent sessions for a single user which is currently not implementing according to security best practices. This concern was identified internally and was not in clinical use at the time of the event.Philips investigation is on-going.